Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections d4 and h4, the device return date in section d9, update section h3, and to provide the completed investigation results. Since the infection status was unknown, it was not possible to open the actual device and confirm its condition. Appearance confirmation of the actual device through the package bag: the outer layer had peeled off at the distal end (peeled part: approximately 22mm). No anomalies such as abrasion or peeling of the outer layer were found in appearance of other parts within the range that could be seen through the package bag. No anomaly was found in the results of the history investigation. No similar event was found in the past complaint file. Based on the investigation results, no anomaly was found in the history of the involved product code/lot number. Furthermore, since the actual device could not be analyzed in detail, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device."

Manufacturer narrative:
D4: di: (B)(4) d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: establishment name: unknown. E1: address: unknown. E1: phone number: unknown. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Complaint files from the past three years were investigated. No deviations or non-conformities related to the manufacturing process for the involved case were found. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. The coating was coming off. The procedure outcome was not reported. There was no patient injury, and no medical or surgical intervention required. No equipment or other devices were used with the product.